Event description:
It was reported that customer experienced multiple occlusion alarm over several days, which led to blood glucose readings showing as ¿high¿ and prevented use of normal bolus delivery, specific blood glucose values were not provided,. Customer addressed high blood glucose by giving insulin using fill tubing process, changed infusion set and cartridge, resumed insulin delivery.